Event description:
One probe from a 3 probe case frosted up the shaft. Two additional probes opened to replace the probe with the frosted shaft also frosted. Complaint 2 of 3.

Manufacturer narrative:
Device discarded at the hospital. Device history record review did not show any issues.